Manufacturer narrative:
The pt is doing well. This is the final report.

Event description:
The pt reported experiencing stimulation around the pocket site. During a pocket revision procedure, the physician discovered a cyst at the implant site. The pt's implant pocket site was cleaned and revised.